Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the total protein assay on a cobas 8000 c 701 module. The sample initially resulted in a total protein value of 65 g/l and repeated as 76 g/l. The questionable result was reported outside of the laboratory. An amended report was issued. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the tubing on a nozzle and a rinse head and checked the rinse volumes. The customer ran quality controls with acceptable results. The investigation determined the service actions performed resolved the issue. H3 other text: na.